Event description:
It was reported that the patient's experienced lightheadedness from pacing inhibition due to the right ventricular (rv) lead noise over-sensing. The lead was capped and replaced on (B)(6) 2026. The patient was in stable condition.